Event description:
The patient reported an increase in pain after not using the device for 24 hours. The commercial team member instructed the patient to stop changing the programs on the transmitter assembly and to use one program for the agreed time as they are still in the post-operative period. As of (B)(6) 2026, the patient is getting pain relief and is doing okay.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not achieving paresthesia on the table, not performing an x-ray immediately after the implant procedure to confirm device placement, and inadequate fixation have been ruled out. Additionally, improper surgical technique, improper transmitter assembly antenna placement, severe force being applied to the implant, excessive twisting and stretching, the patient having contraindicating conditions, and the patient having recently gone through an MRI have been ruled out. However, patient non-compliance was identified as the patient did not follow the instructions provided by the commercial team member to not change the programs on the transmitter assembly and to allow sufficient time on a single program. The stimulator is used to treat pain. Patient non-compliance was identified as the patient did not follow the instructions provided by the commercial team member to avoid changing the programs on the transmitter assembly and to allow sufficient time on a single program. (User error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.